Event description:
It is reported that the tensioner slipped while tightening the cable during surgery causing a 45 minute delay.

Manufacturer narrative:
(B) (4): evaluation: upon receipt, the device was functionally tested and found to hold tension up to 100lbs. In one instance, the tensioner slipped after reaching the 100lb mark. The device has a potential field age of over 5 years. This issue can be attributed to a previously addressed supplier issue. Based on extensive investigation, the root cause was found to be manufacturing variations on the diameter of the threaded shaft, occasionally compromising engagement with the button. This issue has since been resolved.